Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit went off during a case and displayed an e-1 error. It was further reported that the unit was restarted and an e-1 error appeared again.